Event description:
Olympus was informed that three pts were examined with the same bronchoscope on three different biopsy procedures, and the pts' biopsy samples tested positive for stenotrophomonas maltophilia. The current condition of the pts are unk. As part of our investigation of this report, an olympus endoscopy support specialist (ess) visited the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that there was no problem noted during the reprocessing of the endoscope at the user facility during the site visit. Olympus contacted the user facility via telephone and in writing to obtain more detailed info regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional info or if the device is received at a later time this report will be supplemented. Please cross reference with manufacture report numbers, 2951238-2014-00458 and 2951238-2014-00460.